Event description:
It was reported that the patient had a pocked infection. The entire system was removed. The procedure was completed without difficulty. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis of production records completed. No device problem found.